Event description:
It was reported that the patient experienced infection.  The pacing leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.